Event description:
On (B)(6) 2025, the user reported that their ilet was not charging despite being on the charger for several hours. During the call, the battery percentage began to increase, suggesting the device may not have been placed properly on the charger. Blood glucose was affected, with a high of 401 mg/dl. Insulin delivery resumed once the device began charging, and bg returned to normal later that day. No acute symptoms were reported. No medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.